Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the surgeon implanted this stem he went to trial the various proximal bodies however he found none of the bodies would connect to the stem. The surgeon then trialled the proximal bodies with the various trial stems and they all fit perfectly. Surgeon had to remove this implant and insert another however we didn¿t have the same stem available so he had to use a size 10 revision stem which wasn¿t ideal for the patient. No x-rays available. Surgery delay of 20 mins. The surgeon will be sending off for in-hospital investigation.